Event description:
On (B)(6) 2026, a customer reported an incident involving a selenia dimensions mammography system. The customer stated that the c-arm performed a sudden, uncommanded rotation. During the incident an error code generated from when the system detected that the c-arm left switch bank was disabled or that a left c-arm switch is stuck during operation. The user site reported that at the time of the incident, no one was present near the system, and no injuries to either patient or user were reported. The hologic technical service team advised the customer that the system should not be used until the on-site inspection has been performed. A hologic field service engineer (fse) visited the site to verify the condition and function of the c-arm switch. The fse replaced the c-arm switches, performed system exams, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.